Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending. Initial reporter full phone no: (B)(6).

Event description:
The event occurred on an unspecified date (however the issue occurred starting on (B)(6) 2025 and involved a tego® connector that was reportedly cracked the day after installation. These alterations resulted in poor and inefficient blood flow in the machine, leading to sub-dialysis and, at times, system shutdowns due to alarms related to the altered blood flow. The damage to the patient is the loss of flow, preventing effective hemodialysis, and increasing the cost of the session due to the need to replace the tego pair more than once a week. There was no report of any human harm.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and the lot number was found to fall under the scope of CAPA which is in process.